Event description:
It was reported that the implantable cardioverter defibrillator (ICD) delivered appropriate anti-tachycardia pacing (atp) for a detected ventricular arrhythmia. However, the atp was unsuccessful in terminating the arrhythmia, and the rhythm escalated into the ventricular fibrillation (vf) zone immediately afterward. Shock therapy was then successfully delivered, converting the arrhythmia. No additional adverse effects on the patient were reported. Technical services were consulted and recommended an urgent review. The battery status was noted to be ok, and lead measurements are satisfactory. The device remains in service. If any significant details emerge, a supplemental report will be provided.